Manufacturer narrative:
Device analysis report attached. This report is submitted on june 25, 2024.

Manufacturer narrative:
This report is submitted on may 08, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the surgery on (B)(6) 2024.